Event description:
A caller reported a malfunction on the pump, which was identified by the malfunction code 'malf 0'. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified threshold. Technical support provided instructions on how to reset the pump and assisted the caller in completing the reset, after which the malfunction code did not reoccur. The customer was advised to continue using the pump and to reach out again if any issues arise.